Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, and oil mist filter were replaced to resolve the haze/mist issue. Unit meets specifications and was returned to service on (B)(6) 2016. "The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release.

Event description:
A customer reported an event of a "mist" (haze) emitting from the sterrad 100s sterilizer. There was no report of any injuries or human reactions. The customer confirmed the unit was turned off and the area was evacuated. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Asp investigation summary which includes system risk analysis (sra) and assignable cause. The sra shows the risk for exposure to toxic or corrosive material to be "low." The parts replaced which included the oil mist filter, catalytic converter and vacuum pump oil were not available to be returned for further evaluation. The assignable cause of the haze/mist/vapor issue is the oil mist filter, catalytic converter and vacuum pump oil. The field service engineer replaced these parts and confirmed the sterrad® 100's was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.